Event description:
It was reported that the shock impedance was >150 ohms on (B)(6) 2024. Since then, it has returned to normal, in-range values consistent with previous trends. Pacing impedance, threshold, and sensing trends are all normal and constant since the last follow-up. Postural and isometric testing was done, with shock impedance remaining normal. No noise was observed. The patient reported a fall on their right side, but otherwise no impact to the left side. Physician will continue to monitor. Lead remains implanted.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.